Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. It was reported that the physician attempted to implant the stent graft system. The main body and ipsilateral limb were implanted without an issue. When the physician readied the right contralateral limb for implant, the guide wire lumen of the delivery system was found to have foreign material inside. Another manufacturer's guidewire was inserted into the lumen to remove the material, which was reported to be gelatinous. The physician believed the material might be a coating agent. After removal of the foreign material, the guide wire lumen was filled with saline for flushing. The procedure was successfully completed. The event occurred before the device was inserted into the patient, and the patient is fine. The physician commented that the preparation for the procedure took time. It was requested to investigate the cause of commingling of material such as coating agent with the guide wire lumen. A review of returned photos could not confirm the cause or type of material.

Manufacturer narrative:
(B)(4). Failure to follow instructions (use of a damaged device).